Manufacturer narrative:
Additional, changed, and/or corrected data: d.2., d.4.

Event description:
Regulatory agency reported capsular contracture baker grade IV on the left side. The device has been explanted.

Event description:
Regulatory agency reported capsular contracture baker grade IV on the left side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Explanting institution: (B)(6). Reason for reoperation: capsular contracture, baker grade IV.